Manufacturer narrative:
The device was returned to the regional repair center, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: b30 scope communication error occurred. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation and the newly identified malfunction, it was determined that the issue was caused by a corroded plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope displayed an error message number e226 (endoscope communication failure). No patient involvement was reported.